Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an activa deep brain stimulation implant for ms tremor experienced ataxia side effects when the device was on and was unable to turn the device off after cooking on an induction stove, with the device remaining on for 24-48 hours before resetting. The patient programmer stopped connecting to the implantable pulse generator (ipg) during or after use of the induction stove, and the patient was only able to keep the device on for an hour at a time due to ataxia side effects, primarily using it for cooking. Device interrogation was performed and results appeared normal. Troubleshooting steps included having the patient use the remote away from the induction stove and turning off the communicator device immediately after use. The physician contacted engineers to investigate possible frequency interference between the induction stove and the communicator, and these steps were being tried as initial measures. No surgical intervention occurred or was planned.

Event description:
It was reported that the cause of the issue was due to the patient programmer communicator which stopped connecting to the implantable pulse generator (ipg) during or after use of the induction stove. Troubleshooting steps included having the patient use the remote away from the induction stove and turning off the communicator device immediately after use. It was unknown if the issue resolved.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.